Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checks, the cardiosave intra-aortic balloon pump (iabp) touch screen not working properly. There was no patient involvement

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person, contact office - mfg site), g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h8. A getinge field sdervice engineer (fse) was dispatched to evaluate the unit. The fse was able to reproduce the issue reported. The fse replaced display monitor to video gen board to resolve the issue. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0670-00-0841 rev. A, sn (B)(6), pn 0670-00-0781 rev. B, (B)(6), pn 0012-00-1787. Parts were received with a reported failure of the touchscreen not working properly. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the touchscreen was not working properly. The revision of these parts is obsolete and no longer able to be tested by a supplier. No root cause able to be defined. Retaining the part in the failure analysis and testing department per procedure.